Event description:
It was reported that during the right atrial (ra) lead implant, the j stylet could not be inserted, upon close examination of the cause, the guide catheter kinked and was changed. The stylet could be inserted into the ra lead and was placed in the right atrial appendage, however, the atrial potential could not be taken and the threshold value could not be stabilized when the screw-in was performed. The same phenomenon continued after several attempts, and the physician instructed to change the atrial septal lead. A different ra lead was attempted, however atrial potential could not be established even when the lead was placed in the interatrial septum using the delivery catheter. It was suggested to return to the initial ra lead as instructed by the senior physician, and re-implantation was attempted. The operation implant of the initial ra lead was completed at a point where atrial pacing could not be delivered because atrial potential could not be obtained anywhere. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.